Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. According to the patient, on (B)(6)2026, the patient¿s cgm gave an alert and showed 55 mg/dl, but he had no symptoms. A fingerstick showed a bg of 120 mg/dl. After calibration, the cgm reading was normal. Around 12:45 a.m., his cgm was about 150 mg/dl when he lost consciousness and fell into a cabinet. His grandson called his wife, and they called 911. Emergency medical services (ems) found his fingerstick blood sugar at 40 mg/dl. The patient does not remember the treatment he received and woke up in the emergency room (ER). The patient received 5¿6 stitches on his face, but his broken nose could not be treated. He stayed in the ER for 5¿6 hours, with a bg around 450 mg/dl. The treatment and management of rebound hyperglycemia was not documented. The patient inserted a new sensor and omnipod once he got home. No other details were documented. At the time of the report, the patient was feeling fine and was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.